Manufacturer narrative:
The plate tack was inspected upon its return. The fractured tip broke 2mm below the conical extrusion. The fracture surface was inspected under a microscope. The grain structure on the surface shows no signs of fatigue, commonly identified by beach marks. The smooth surface is a sign of a single overload event leading to the fracture. The surface does show signs of torsion which would lead to a potential failure.

Event description:
While implanting a clavicle plate on a fracture, the plate tack was being removed under power. The plate tack tip broke off in the bone and could not be removed. It remains implanted.